Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.

Event description:
It was reported that noise oversensing was present on this right ventricular (rv) lead. All electrical measurements remain in-range and stable. The patient reported falling on their shoulder around the time that the noise oversensing began. Provocation maneuvers were performed, and the noise was able to be reproduced. A chest x-ray is expected and further monitoring to be performed. This right ventricular (rv) lead remains in-service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).